Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "exchange from textured to smooth¿ and "capsular contracture baker grade IV". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial d6a: "32 years ago" was provided.

Event description:
Healthcare professional reported "exchange from textured to smooth¿ and "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, creases, wear abrasion and delamination on plug strap disk and openings were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth¿ and "capsular contracture baker grade IV". This record is for the right side. Device was explanted.